Event description:
Hill-rom received a report from the account stating the brakes not holding. The bed was located at the account in the MRI building. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake casters not holding due to brake casters being out of adjust. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The tech adjusted both brake casters to resolve the issue. Based on the info, no further action is required.